Event description:
A 19g procore endoscopic ultrasound needle snapped while in use around 10cm from the handle and protruded through the outer sheath of the device, therefore, jamming the needle which was making its second pass into a lymph node. This prevented the needle tip being resheathed and resulted in the needle being withdrawn from the patient exposed. The patient was not injured during the procedure but the pentax linear scope was damaged. The patient was not injured during the procedure but the pentax liner scope was damaged. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects nor require any additional procedures due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for proximal needle breakages and non retraction of the needle, regardless of the patient outcome. The complaint device reported is an echo-hd-19-c device of lot# c1045580. The echo-hd-19-c device involved in this complaint has not been returned for evaluation. The customer complaint is considered conformed based on the customary testimony. With the information provided, a document based investigation was carried out. Complaint information provided confirmed that the scope was in a straight position in the mid esophagus. A possible cause of this complaint may be attributed to the needle kinking below the sheath extender which led to the breakage. The needle can kin/kbend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. As the needle is advanced/retracted during the procedure it is possible that the kink/bend resulted in a breakage. Needle breakage most likely caused the difficulty the customer experienced with needle retraction resulting in the customer withdrawing the needle from the patient exposed from the sheath. As the conditions of device usage cannot be replicated during the laboratory evaluation, it is not possible to conclusively state if this is the cause of this complaint. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for echo devices of lot# c1045580 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality that would prohibit proper working condition, do not use." It was reported that diagnostic samples were obtained during the procedure so a repeat was not necessary. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects nor require any additional procedures due to this occurrence. Quality engineering assessed this complaint and the risk has been determined to be low. Complaints of this nature will continue to be monitored for potential emerging trends.